Manufacturer narrative:
The ge representative performed an on site investigation. The power supply was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the workstation is intermittently rebooting without prompting. No report of patient injury.